Manufacturer narrative:
It was reported that a right hip revision surgery was performed. During the revision, the hemi head & modular sleeve were removed. The acetabular cup & anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The revision operative report noted significant metal debris was found and debrided, both around the anterior hip capsule as well as posterior to the greater trochanter. There was yellowish fluid encountered, which was sent for culture and found to be negative for organisms. The reported findings of fluid, metallosis and elevated cocr levels may be consistent with findings associated with metal debris. However, the root cause of the patient¿s reported pain and elevated cocr levels which led to the rt tha revision, cannot be determined, as the medical records for the period between the tha and the revision were not provided. The patient impact beyond the revision, and post-operative pain cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a right hip revision surgery due to mom metallosis, pain and elevated test results.